Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had the minute ventilation (mv) sensor disabled. Technical services (ts) reviewed and stated that the noise was present on the stored electrogram (egm) on the signal artifact monitor (sam) episode. The patient had an ablation on the same day. According to the data, the sam event appeared to be false-positive due to noise on egm which was related to ablation. The mv was reprogrammed, and the device remains in service. No adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device had the minute ventilation (mv) sensor disabled. Technical services (ts) reviewed and stated that the noise was present on the stored electrogram (egm) on the signal artifact monitor (sam) episode. The patient had an ablation on the same day. According to the data, the sam event appeared to be false-positive due to noise on egm which was related to ablation. The mv was reprogrammed, and the device remains in service. No adverse effects were reported.

Manufacturer narrative:
This report contains correction in section e1 initial reporter first name, e2 health professional? And e3 occupation.